Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the patient was not feeling stimulation. The patient stated that the controller was on but the stimulation was off and couldn't feel it. During the call agent walked the patient through on how to adjust their therapy. Patient increased the desired stimulation. The patient mentioned the stimulation was on a different side of their body. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Event description:
2025-mar-11: it was reported that the patient's controller wasn't powering on. Patient (pt) was warm transferred to patient and technical services. 2025-aug-11: additional information was received from the pt. Pt stated they were getting questions regarding their previous call. Pt wanted to provide an update: the issue was that pt misplaced the equipment and did not have the device on for about a week and pt did not realize it until they started hurting. Pt then found it and tried turning it on and could not turn it on and their settings were off. Pt had to go back to their managing physician and a manufacturer representative (rep) helped pt to set it back up. It had no more issues.

Manufacturer narrative:
B5: existing record relating to external device issue was merged into this record, as additional information suggested merge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.